Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the sorin c5 system with mast roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that during set-up for a case, the c5 system exhibited audible and visual alarms. The system was power cycled but the alarm did not clear. There was no patient involvement. The investigation is on-going. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that during set-up for a case, the c5 system exhibited audible and visual alarms. The system was power cycled but the alarm did not clear. There was no patient involvement.